Event description:
After use of the device for a cardiopulmonary bypass procedure, the user observed a leak on the oxygen inlet at the base of the electronic gas delivery system. No other details regarding the event were provided. Since the event occurred after the cardiopulmonary bypass procedure, there was no pt involvement during this event.

Manufacturer narrative:
Eval in progress but not concluded.